Event description:
Came into resident's room and found resident with chin caught on 1/2 side rail with back of head caught on mattress. Upper part of body was draped over the side of the bed with feet and legs extended to the floor when nursing assistant found him he was breathing, when disengaged from bed and lowered to floor he was not breathing. When his airway was opened, he began breathing on his own. He had a pulse during entire episode.